Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose. Customer's blood glucose reading was high at the time of hospitalization. Caller stated that the customer was found in the park by an officer and was taken to the emergency room with elevated blood glucose. Caller stated that the customer's insulin pump was lost. Nothing further was reported.